Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model zct150 24.0 diopter intraocular lens was implanted on (B)(6) 2015. Two months post implant on (B)(6) 2015 the lens was explanted due to the patient having an abnormal reaction. The lens was replaced at the time of explant with an iol of the same model but a higher diopter (27.0). Clarification regarding the reported abnormal reaction was requested however, no further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens was cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. Possible cause, based upon the replacement lens with a larger diopter, indicates a miscalculation could be the possible cause. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. Factors to consider in deciding whether to implant a toric lens and effectiveness of implanting a toric lens in reducing postoperative astigmatism, is affected by many factors. The degree of mismatch between the postoperative magnitude of corneal astigmatism and effective iol power in the corneal plane. Misalignment between the intended axial position and final iol axial orientation. Error in prediction of the postoperative corneal cylinder axis and power. Error in prediction of cylinder axis is greatest for lower levels of preoperative corneal astigmatism. The dfu contains a specific section on lens power calculations. All preoperative surgical parameters are important when choosing a toric lens for implantation, including preoperative keratometric cylinder (magnitude and axis), incision location, surgeon's estimated surgically induced astigmatism (sia) and biometry. Variability in any of the preoperative measurements can influence patient outcomes, and the effectiveness of treating eyes with lower amounts of preoperative corneal astigmatism. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.